Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction primary with a mentor memorygel 450cc silicone prosthesis experienced spontaneous right sided rupture, and bilateral device migrations post procedure. The ultrasound examination confirmed the rupture. As a result, patient underwent bilateral replacements with mentor high profile, 500cc silicone implants with cat#: 3505004bc, and revision of reconstructed breasts including capsulorrhaphy on (B)(6) 2021. This report relates to the left prosthesi.